Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the main coil was returned detached and protruding from the distal tip of the microcatheter, a guidewire was also returned within the microcatheter. When removing the guidewire from the microcatheter, the main coil was pushed out from the distal end of the microcatheter. The delivery wire was not returned with the main coil. The main coil was noted to be kinked/bent and stretched. Functional inspection could not be performed as the main coil was detached. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was not confirmed during analysis. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. During analysis, the main coil was found to be detached, kinked/bent and stretched. An assignable cause of procedural factors will be assigned to the as reported main coil failed/unable to detach and to the as analyzed event main coil prematurely detached/separated during use, main coil kinked/bent and main coil stretched, since this issue appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
Analysis of the returned device found that the subject coil was detached prematurely during use. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.